Event description:
Boston scientific received information that this right ventricular lead exhibited noise as seen on the presenting electrogram. Boston scientific technical services verified that the patient underwent a surgical procedure where a magnet was used. Furthermore, there were two ventricular tachycardia events stored during the procedure. The cause of the observation has not been identified as there was no additional information obtained from the field representative. The lead still remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.